Event description:
It was reported the subject presented with an acute myocardial infarct (ami) and during the procedure of the moderately tortuous, heavily calcified, concentric mid right coronary lesion the 2.75 x 15 mm trek rx balloon catheter was advanced but could not cross the lesion. The rx trek balloon catheter was removed and a 2.0 x 15 mm non-abbott balloon catheter was advanced but could not cross the lesion. A rotablator was used, followed by the 2.0 x 15 mm non-abbott balloon catheter and the trek rx balloon catheter. Both crossed the lesion and were inflated. The trek rx ruptured during the first inflation before reaching 0 atmosphere (atm). It was noted that a dissection occurred. A 3.0 x 33 mm xience prime stent was implanted and a 3.5 x 13 non-abbott balloon catheter was used for post dilatation to complete the procedure. The physician commented that the incident occurred due to the heavily calcified lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: neos route, grand slam. Guide cath: fine cross, dio. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Vessel dissection is listed in the rx trek/mini trek cdc instructions for use as a potential adverse event associated with the use of the device.